Event description:
On (B)(6) 2012, the lay user/patient's mom contacted lifescan from (B)(6)e alleging an error 4 message issue with the one touch verio pro meter. The patient's mom did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's mom claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's mom did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): lifescan received the test strips with the complaint and completed device evaluation on (B)(4) 2012. The returned test strips passed testing. The alleged complaint was not confirmed. Lfs received the meter involved with the complaint on (B)(4) 2012; however, investigation has not been completed.

Manufacturer narrative:
The meter and test strips have been returned to lifescan (lfs) for evaluation. The evaluation of the products has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.